Event description:
Mr. Complained that the 32mm heads don't grip to the exeter's trunion. The 32mm heads are loose around the trunion and don't stay on after reduction and dislocation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR# 2249697-2010-01168.